Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform stapler instrument involved with this complaint and completed the device evaluation. Failure analysis investigations of the returned instrument confirmed and replicated the customer reported complaint of ¿engagement issue¿. Review of digital signal processor (dsp) engagement logs showed the instrument failed to engage on (B)(6) 2022. Error 22020 occurred stating ¿engagement failure - roll axis¿. This error indicates a potential high friction with motion. The stapler instrument was placed on in-house system and failed engagement on five consecutive attempts. The instrument's main tube was manually rotated and there was higher than normal friction of the roll motion when actuated. Failure analysis found the additional failure of instrument roll bushing - binding to be related to the engagement failure. The probable root cause is attributed to manufacturing. Because the instrument could never pass engagement during in-house testing, functional testing for unintuitive motion could not be conducted to determine whether "movement were opposite" per the extra complaint details provided by the customer. The probable root cause of non-intuitive motion cannot be determined based on the information provided. Since the instrument could not be tested due to engagement failures, the reported event was unable to be confirmed or replicated. This complaint is being reported due to the following conclusion: it was alleged that the instrument moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform stapler instrument experienced an engagement issue. Due to the engagement error the instrument was removed and when reinstalled, the movements were opposite. Using a backup instrument of the same kind, the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that if the surgeon twisted the instrument right, if would twist left. The device moved in the opposite direction as intended to move. The issue occurred with the surgeon¿s head inside the surgeon console high-resolution stereo viewer (hrsv). The issue occurred while the surgeon was attempting to manipulate the instruments from the surgeon side console (ssc). The issue was persistent. At the time of the event there was no observed shakiness or friction, there was no instrument to instrument or arm to arm interference and no external collisions between arms or instruments. There was no injury to the patient as a result of the event. The device was inspected prior to use and noted no visible damage. There were no photographic images or video recordings available.